Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: review of the black box data revealed multiple records of ¿replace battery¿ warnings due to a discharged replacement battery inserted in the pump on (B)(6) 2015. There is no evidence of short battery life observed in the records. On investigation, the pump was exercised for 24 hours without incident. The electrical currents were evaluated and found to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked above the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.